Manufacturer narrative:
(B)(4). The device was manufactured july 29, 2015 - july 30, 2015. The device was received for evaluation. Visual and microscopic inspection were performed and revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume intermate ruptured. This occurred towards the end of infusion. The device had been filled with 662mg teicoplanin in 250ml 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.